Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and it was found to have the helical shaft bent. It was noted the lead was damaged at implanted.

Event description:
It was reported that during the implant attempt, the right atrial lead tip was damaged. The lead was removed and replaced. No patient complications were reported as a result of this event.